Event description:
Patient was revised to address dislocation and loosening of the cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Review of the device history records and/or a complaint database search was not possible for the cup as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. Medical records were obtained. From a medical perspective it is unlikely the complaint is product related. All total hip arthroplasties have a risk of failure that is related to patient factors, surgical process and surgical technique. It appears the old acetabular cup was well out of the range of 40-45 degrees of abduction that is currently recommended in the surgical technique and may have increased the risk of dislocation. The investigation could not draw any further conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.